Event description:
It was reported that the 0 and 1 key of a spectrum infusion pump did not work. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "0 and 1 key do not work" was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the faulty keypad. The keypad required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted.